Event description:
It was reported that the home patient (hp) felt pain and discomfort during therapy on the home choice (hc). The hp reported that the hc drained only a few milliliters and then went into the fill cycle. The hp stated they manually drained approximately 4000ml. The hp stated the prescribed fill volume was approximately 1800ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice was not returned, a complete device analysis could not be completed. A review of the device service history was performed and revealed no failures or problems that were the same as or similar to the reported event. There was no indication that parts replaced during servicing could have caused or contributed to the iipv event. Should additional relevant information become available, a supplemental report will be submitted.